Manufacturer narrative:
(B)(4).

Event description:
The philips key market feedback owner documented "operational check-up is failed intermittently". The philips modality performance mgr (pcms) later clarified that the symptom experienced by the customer was that the device failed the user initiated operational check (opcheck) shock (defib) test with external paddles and displayed replace paddles cable. There was no patient involvement.